Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical information. Reporter called in for pt alleging that the meter powers off during use and reported the following: meter is only a month old and even after replacing the batteries, meter still powers off during use. Pt tried to obtain a reading without having a symptom, but was not successful. Pt experienced symptom of feeling dizzy later on and was unable to get a reading on the meter and then took insulin without knowing what their blood glucose reading was. They went to the hospital where they ended up being in a diabetic coma. Pt was treated with IV. No information on how long pt was hospitalized for. Customer service had the reporter check that the batteries were in good condition and correctly installed and meter still powered off during use. Customer service sent pt a new meter. Based upon the information provided, this case is being reported as an adverse event, since pt went into a diabetic coma, there could have been a delay in treatment. There is no information on whether pt takes a set amount of insulin of what their reading was at the hospital. If pt had known what their reading was, they might have taken appropriate action.